Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter stopped powering on at 3pm on (B)(6) 2017. The patient manages her diabetes with insulin and she reported that she had followed her usual diabetes management routine following the start of the alleged issue. She indicated that at 1am on (B)(6) 2017, she had developed symptoms of ¿blurry vision and sweatiness¿ which she self-treated by drinking orange juice and eating a sandwich. She denied using any other device to test her blood glucose level. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The patient confirmed that she was using correct onetouch ultra test strips; however, she did not have any test strips at the time of the call and was unable to supply the test strip lot number. Based on the information provided, the meter¿s batteries did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Blurry vision and sweatiness, after the alleged product issue began.